Event description:
It was reported that a wireless battery module g has a burnt printed circuit board. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom burnt printed circuit board. The device's wireless connection capabilities were found to be inoperable. The evaluation found evidence of corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, causing the device to fail, rendering it irreparable. The device was retired from service.